Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from a journal article received indicates that the patient is a (B)(6)male who had been implanted with a cardiac resynchronization therapy defibrillator (crt-d) model p108 and lead system which included this left ventricular (lv) lead model 4555 in (B)(6) 2011 for symptomatic (nyha class 3) ischemic cardiomyopathy and chronic atrial fibrillation (af). During the implant procedure, the lv lead was placed in a large lateral coronary vein. One month later, the lv lead was found displaced at the coronary venous ostium but still captured the myocardium with low threshold (1 v). In (B)(6) 2012, the patient was re-hospitalized for heart failure. Percentage of stimulation was less than 70% due to af with a rapid ventricular rate. Av junction ablation was performed and the device was programmed to vvi 80. In (B)(4) 2012, remote monitoring of the device revealed 99% of rv pacing and 58% of lv pacing. Electrogram (egm) analysis, noted intermittent detection of atrial far-field activity leading to inhibition of lv pacing. The patient was contacted and lv detection was programmed off. Since that time, the patient remained in nyha class 2 and remote monitoring confirmed stable 99% of biventricular pacing.

Event description:
Boston scientific received information that this unknown left ventricular (lv) lead dislodged causing oversensing of patient's atrial fibrillation on the lv channel. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. Lead status is unknown.

Manufacturer narrative:
--